Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/23/2015.

Event description:
Procedure type: colorectal; according to the reporter: surgeon said that it misfired and stapled did not deploy completely across tissue. Current patient status: deceased was there any irreversible tissue damage as a result of this problem? No. How was the damage treated/corrected? They used a ta9035s and the procedure was completed successfully. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500ccs or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. No device fell in patients cavity and no. Device fragment left in patient. If applicable, what was done to correct this condition? Post- op diagnosis: patient is now deceased.